Event description:
It is reported that the patella appears loose on a post-op x-ray and the pegs may be sheared off. The device was implanted in 2004.

Manufacturer narrative:
Evaluation summary: probable cause cannot be definitively determined because no product was returned for evaluation. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.